Manufacturer narrative:
A ge service representative performed an on site investigation. Could not duplicate the problem. The system was tested and found to be working as intended. Returned to service.

Event description:
It was reported that the etrak 2500l system experienced a calibration error. No patient injury was reported.